Event description:
The laser system displayed error message "mps no end of charge" during operation. We are unaware about pt injury.

Manufacturer narrative:
The charger/discharger unit was replaced and shipped to the manufacturer for non-conformance, after this replacement the laser system restart to work. We are unaware about pt injury.